Event description:
It was reported that the catheter aspiration became blocked on the first and second catheter. This 2.1 mm jetstream xc catheter was selected for atherectomy treatment of long segment disease and instent restenosis in femoral, popliteal and posterior tibial artery. During the procedure, the catheter worked for approximately 250 cc/second of fluid, but then the catheter became blocked upon blades up on 3rd attempt. The device was removed to rex in saline bowl to clear aspiration port, and again attempted with no real suction observed. Another new 2.1 mm jetstream xc catheter was opened and advanced slowly; however, the new catheter only worked another 200 cc/second of fluid before becoming blocked upon the 4th pass. The physician wanted to adhere to instent restenosis further and decided to open one more jetstream catheter, which was able to complete the procedure successfully without sequelae.

Manufacturer narrative:
Device eval by manufacturer: this 2.1 mm jetstream xc catheter was returned and analyzed. The device was connected to the console per the instructions for use, and functional testing was performed with no errors. Aspiration testing of the device was completed, and the test results revealed that this device performed as designed per the test procedure specification sheet. The device was visually and microscopically inspected for damage, which revealed a kink 1 cm from the tip causing the blades to not spin.

Event description:
It was reported that the catheter aspiration became blocked on the first and second catheter. This 2.1 mm jetstream xc catheter was selected for atherectomy treatment of long segment disease and instent restenosis in femoral, popliteal and posterior tibial artery. During the procedure, the catheter worked for approximately 250 cc/second of fluid, but then the catheter became blocked upon blades up on 3rd attempt. The device was removed to rex in saline bowl to clear aspiration port, and again attempted with no real suction observed. Another new 2.1 mm jetstream xc catheter was opened and advanced slowly; however, the new catheter only worked another 200 cc/second of fluid before becoming blocked upon the 4th pass. The physician wanted to adhere to instent restenosis further and decided to open one more jetstream catheter, which was able to complete the procedure successfully without sequelae.